Event description:
It was reported that the lens vaulted asymmetrically (z-syndrome) post lens implant. The lens was explanted. No additional information was provided. Additional information has been requested, but no additional information has been received by bausch + lomb to date.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.